Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2016 due to low blood glucose. Customer's blood glucose was over 22 mg/dl. It was reported that customer bolused for dinner but did not eat enough for the bolus given. Customer was out of it as paramedics treated her; customer declined to go to the hospital. Customer was wearing insulin pump. Follow up call was made to customer the following day and customer reported of having blood glucose of 255 mg/dl and 238 mg/dl. And treated with manual injection and blood glucose stabilized at 115 mg/dl. Customer requested and received assistance with changing infusion set.